Event description:
Same case as MFR#: 2134265-2009-05670. It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician was treating a lesion located in an unk calcified artery with a 2.00x15mm apex balloon catheter. The balloon ruptured near nominal pressure. The number of inflations and atms are unk. The procedure was completed with another apex balloon catheter. There were no reported pt complications. The pt status is listed as "good". Add'l info has been requested and is not available.

Manufacturer narrative:
(B)(6). (B)(4).